Manufacturer narrative:
The unique device identifier for this device is (B)(4). The patient¿s exact age was not reported; however, this was reported to be a pediatric patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was ¿holding air in the tubing at the port site.¿ this occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.